Event description:
It was reported that pump displayed continuous glucose monitor error along with reference to sensor. There was no reported impact to the customer¿s blood glucose level. Customer service provided full pump reset instructions and guided caller through reset, and after reset pump no longer displayed error.